Manufacturer narrative:
Additional information was provided in b.3 and d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, doctor was not happy with how the blue advancer pushed the lens through the chamber and the haptics did not fold correctly. Additional information has been requested.